Event description:
It was reported that the user experienced recurrent low glucose events and stated the pump delivered too much insulin around mealtimes; a trainer and healthcare provider recommended a factory reset, and customer care guided the user through the reset and setup with troubleshooting and education completed. Symptoms included low glucose and rapidly falling glucose. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed that the cause of hypoglycemia was unclear, with no device malfunction identified during the interaction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.